Event description:
Additional information indicates there is no allegation of device deficiency. Patient may undergo an elective replacement to have an MRI conditional system; therefore, this device is no longer reportable.

Manufacturer narrative:
Correction: additional information indicates there is no allegation of device deficiency. Patient may undergo an elective replacement to have an MRI conditional system; therefore, this device is no longer reportable.

Manufacturer narrative:
Date of event: date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient will undergo a surgical procedure to replace the ipg. No further information is known at this time.